Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device delayed to charge. After 6 shocks were successfully delivered to the patient, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customers device was returned to zoll medical for evaluation along with the event battery. We observed behavior similar to the customer report consistent with the battery being depleted. The customer claimed the battery was depleted prematurely which led us to investigate the device. The device was tested extensively and we were unable to conclude that the device prematurely drained the battery. The activity log entries are consistent with depleted battery behavior with no indication of a device malfunction. The investigation is being closed as no fault found. The customer received a replacement device and battery. No trend is associated with reports of this type.